Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-06152. It was reported that during prep for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the right coronary artery. During platforming of the rotablator rotalink 1.25mm burr outside of the patient, the 325mm rotawire guide wire fractured. The procedure was completed with a different device. There were no patient complications.